Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Customer declined further follow-up with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.